Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing pulled apart when clinical staff were disassembling, and blood leaked all over the area. The product fault occurred during use on the patient. The product was use in less than 3 hours. There was delay in therapy. There was patient involvement, and no harm/adverse event reported. This occurred on two separate occasions.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The device was within specification and worked as intended. No further action will be taken. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.